Manufacturer narrative:
Other relevant device(s) are: product ID: 9733580, serial/lot #: (B)(4). A medtronic representative went to the site to test and service the equipment. The breakout box was replaced. The navigation system then passed the system checkout and was found to be fully functional. The breakout box was returned to medtronic for further evaluation. As reported, the footswitch was not functional when connected to the returned breakout box. Opening the breakout box case revealed a broken wire to the footswitch port. There was an electrical failure with the returned breakout box, and a failure mechanism of an open was noted. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that during set up the site checked the system and found that the footswitch did not work. The site tested another footswitch which also did not work. It was noted that the footswitch override button was working. The breakout box was replaced with a demo system¿s breakout box and the footswitch was then working. There was no patient involvement.